Event description:
Additional information: it was reported that during a past refill, the physician aspirated almost the full amount of the drug that was put in out of the pump. It was thought that the pump wasn¿t working properly; it was defective.

Event description:
The critical alarm was sounding: alarm due to zero ml reservoir volume. A dye study was attempted but it was not possible to aspirate through the catheter access port. It was believed that the patient had not had pain relief from the system since implant. It was decided to replace the pump and catheter. During surgery, after disconnecting the catheter from the pump, it was still not possible to aspirate any cerebrospinal fluid directly from the catheter. After replacing the system it, cerebrospinal fluid flow was observed through the new catheter and it was possible to aspirate via the catheter access port after connecting to the pump. The patient's dose was decreased from 4mg/day to 1mg/day (morphine 10mg/ml). Approximately 35ml of drug was removed from the explanted pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), (B)(4).